Event description:
Medical record reviewed 9/15/98. Pt underwent attempted balloon angioplasty. During procedure the balloon was difficult to pull back and when it was removed, a 4cm retained segment remained inside pt. Pt to or for coronary artery bypass graft and retrieval of balloon fragment. Pt later had left occipital cerebrovascular accident. Remains hospitalized in rehabilitation.